Manufacturer narrative:
A field service engineer (fse) was dispatched on the (B)(6) 2015. During service call the fse needed 5amp fuse on power board and did not have newer style on hand and ussed 4 amp fuse. But found fuse had blown. Replaced fuse with proper 5 amp and cleaned sampler z-axis lead screw and adjusted cable routing for sampler to make sure nothing catches during operation. Performed daily startup and customer ran quality control (qc) without errors. The probable cause of the event was power pcb 5a fuse. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported errors 3001 printer paper end error and 4018 z axis home not found with their aia 360. The problem occurred upon start up and reportedly does not initiallize the user performed several steps but was unable to rectify the error. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2, prog and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.